Manufacturer narrative:
(B)(4)

Event description:
It was reported a patient presented to the hospital after experiencing fatigue and near syncope. Interrogation showed loss of atrial and right ventricular capture. It was determined that the patient had an electrolyte imbalance and medications were prescribed. The decision to increase the left ventricular output and turn down the right ventricular output resulted in qrs oversensing. Additional programming changes got the device to capture again and resolved the electrolyte imbalance. The patient condition is stable.